Event description:
Additional information received noted programming changes were performed.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited oversensing. No changes or intervention was reported. The patient was in stable condition.